Manufacturer narrative:
The date before the incident, a field service engineer (fse) was dispatched and replaced the waste sensor for the waste cube. The root cause of this event is unknown. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the customer got waste fluid splashed on her face when she attempted to secure the line on the coulter hmx autoloader analyzer that came off the waste cube to prevent other employees from being sprayed. The customer was wearing proper personal protective equipment (ppe). The fluid did not make contact with mouth, nose, eyes, or open wounds. The customer did not seek out medical attention.